Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an inspection at the loaners department, the tip of the t-pal spacer applicator inner shaft was broken and was stuck in the t-pal spacer applicator knob. There was no patient involvement. Concomitant devices: t-pal spacer applicator knob (part # 03.812.004, lot # 3491389, quantity# 1). This report is for a t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The t-pal spacer applicator inner shaft (part # 03.812.003 lot # 8800807) was received and evaluated. It was determined that the proximal end of the device was broken and the fragment was returned embedded in an applicator knob (part # 03.812.004 lot # 3491389). The break was slightly oblique, the proximal connecting feature of the inner shaft was completely broken off. There were light surface scratches/nicks on the distal grippers of the device that are consistent with normal wear. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes; proximal connecting feature was completely broken off and embedded in the applicator knob. Dimensional inspection: because the connecting feature was embedded in the knob, the dimension for the shaft diameter was measured. Manufacturing record evaluation: the received t-pal spacer applicator inner shaft (part # 03.812.003 lot # 8800807) was manufactured at the haegendorf site on 07-mar-2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received t-pal spacer applicator inner shaft (part # 03.812.003 lot # 8800807) as the proximal connecting feature of the device has broken off. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use which lead to its breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch :review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.